Event description:
It was reported that the device's hard surfaces generate pressure.

Manufacturer narrative:
It was reported that the device's hard surfaces generate pressure was most likely not related to any component-level defect or malfunction. However, this could not be confirmed. In addition, a stryker qae spoke to a stryker sales account manager, who provided contact information for the wound care nurse who reported the complaint. Several attempts were made to obtain more information regarding the alleged events, including the number of injuries, extent of the injuries, treatment of the injuries, or resolution. However, the customer did not respond, and no additional information was gained. Based on the information provided, the alleged injuries could not be directly tied to any defect or malfunction with the product.

Event description:
The customer alleged that the trurize chair had caused pressure injuries. Attempts are being made to gather additional details from the user facility.